Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was walking down the hall the morning of the call, slipped on some water, and fell smack on their back where their ins was on their butt. After the fall the patient started to experience a buzzing sensation in their vagina. The patient contacted their healthcare provider who told them to call in. The patient mentioned falling once in the past that was not a problem for them. It was recommended that the patient decrease amplitude or turn the therapy off until they could follow up with their healthcare provider for a device check due to the fall and sudden change in stimulation sensation. The patient was able to decrease amplitude which resolved the buzzing sensation in the vagina. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional: when asked the cause of the sudden change in therapy in stim after the fall the hcp responded that the patient is still undergoing workup, but currently the working etiology is the trauma of the fall. No further complications were reported.